Manufacturer narrative:
All the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted during testing. The insulin pump had scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a button error alarm. The customer reported that they were able to clear the button error alarm. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.